Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. During device evaluation at olympus, it was found: adhesive on the bending section cover had a chip, label on the video connector was peeled, bending section could not be fixed firmly due to damage on the forceps elevator lever, and multiple parts had a scratch. The investigation is ongoing and follow up with the user facility has been performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility. E1/establishment name: medical corporation new city medical study group "kimitsu" kaigenrado kimitsu hospital. Added here due to character limitation in respective field.

Event description:
The customer reported to olympus, the flex deflectable videoscope had an e218 error displayed. The issue was found during preparation for use of a therapeutic laparoscopic cholecystectomy. The procedure was completed using a similar device. There were no reports of patient harm or injury.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the defect was caused due to breakage of image sensor unit including disconnection by stress of repeated use, external factors, or handling, or that the components including integrated circuit (ic) chip and capacitor, mounted on the electric circuit board had a defect. The event can be detected/prevented by following the instructions for use which state: the instruction manual operation manual "chapter 3 preparation and inspection, 3.8 inspection of the endoscopic system¿ describes the methods for inspection on the suggested event. Olympus will continue to monitor field performance for this device.